Manufacturer narrative:
Findings: pump had unresponsive buttons at escape and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no communication due to unresponsive button. Pump received with minor scratched lcd window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were unable to upload the insulin pump. It was giving a communication error message. The blood glucose value was not provided at the time of the incident. No troubleshooting was performed. The customer was advised the insulin pump will be replaced. The customer will return the product for analysis.